Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) felt two shocks and subsequently presented to the hospital. Upon interrogation, noise and oversensing were noted, and the noise was able to be reproduced. Then it was noted that the noise was not able to be reproduced. The shocks were suspected to be inappropriate. The device was reprogrammed to a different vector. No adverse patient effects were reported. The device remains in service.